Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2005 the patient underwent left l4-5 and l5-s1 trans facet extraforaminal discectomy for decompression; l4, l5 and s1; implantation of peek cage and bmp into the l4-5 and l5-s1 disc spaces; posterior segmental instrumentation from l4 to s1 with bilateral pedicle screws and rods at l4-l5 and s1; neuromuscular monitoring of bilateral l5 through s1 nerve roots; supervision and interpretation of neuromuscular monitoring for four hours; supervision and interpretation of intraoperative fluoroscopy for localization and guidance; microsurgical technique using the intraoperative microscope. Perop notes: with the decompressive discectomy and interbody preparation complete, the disc space was irrigated copiously with bactracin irrigation, and hemostasis was achieved with surgical and bipolar cautery. A bmp was placed into the anterior disc space and packed in using a tamp. An appropriate side peek cage packed with more bone morphogenic protein and calcium triphosphate was inserted into the disc space as anteriorly as possible crossing the midline. Patient alleges unspecified injury due to the use of rhbmp-2